Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The common compute controller (ccc) board from the console was analyzed and found to have errors when installed on an in-house system. The firefly fiber optic cable on the ccc board was replaced with a known good cable and the error was resolved, therefore confirming the firefly fiber optic cable as the source of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of the issue was due to a faulty firefly fiber optic cable on the ccc board on the console.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the staff encountered errors midway through the procedure, specifically error 307 as reflected in the on-site logs. The staff had converted to a laparoscopic approach at the time of the error. The technical support engineer guided the staff through a hard power cycle and disconnected console 2.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 656812-22 common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.